Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the plastic handle was broken. The foot pedal was included. The battery and it¿s charger were not included. The drape clips were missing. A functional evaluation revealed that the hinge joint did not move freely when the unit was depressurized. The piston migration was at 1.3 inches. The complaint was confirmed. The root cause was determined to be a defect within the hinge joint assembly. Factors that could have contributed to the reported problem include a deformed pressure ring, deformed retainer, deformed seal or debris within the joint. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures.

Event description:
It was reported that the spider tenet unit will not release to set positioning when powered on or any of the default release settings are used. Always locked solid. Before this problem happened the unit would no hold its position setting. It is unknown whether the event happened during surgery and if there was patient involvement and if there was a back-up device available or if there was a delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.